Event description:
The ge oec 2800 uroview fluoroscopy system would not boot-up. The system displayed a communication error on the display.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a framesync error on the debug monitor and also found a defective keyboard/control panel processor pcb. The display cable was also damaged. A systems interface pcb and display control pcb and ext cable were replaced. The system was further tested and found to be operation as intended. No negative pt effect was caused by this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.